Event description:
The pt rec'd his scs system on (B)(6) 2010. It was reported that he was unable to communicate with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this issue found that the replacement unit yielded limited success. It is suspected that the pt's ipg may be implanted too deep. Surgical intervention will be undertaken to modify the implant depth of the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.